Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 341 alarm which was not reproduced. System error 341 alarm was verified through a review of the event history log. Per the spectrum infusion pump operator's manual, the device is within specification if it passes testing after a single system error and the error does not recur. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 341 (positional interrupt error) alarm during therapy (dose, medication, rate and volume unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.